Manufacturer narrative:
This report is for an unknown elastic nails/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: shah, m.h. And heffernan, g., early experience with titanium elastic nails in a trauma unit, pages 1¿2 (ireland). The aim of this study is to present their early experience with titanium elastic nails. Between april 2001 to may 2002, a total of 13 patients (9 male and 4 female) with an average age of 24.5 years (range 4 to 69 years). Surgery was performed using titanium elastic nail. The follow-up period was unknown. The following complications were reported as follows: 1 patient with humeral fracture required a secondary bone grafting and plating for delayed union during follow-up. 1 fracture (distal ulna) had lost position during follow-up. 4 patients had insertion point pain but this resolved after nail removal in all. 1 patient had a superficial wound infection which resolved with antibiotics. 1 patient had a superficial wound infection of an open fracture wound which resolved following nail removal and antibiotics. This report is for an unknown synthes elastic nails. This report is for one (1) unk - elastic nails. This is report 1 of 1 for (B)(4).